Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field. Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. The current drain was measured and found to be normal. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as patient request due to skin discomfort. No new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted as patient requested due to skin discomfort. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field.